Event description:
Doctor said that when shuttling down the 6f-7f mynxgrip vascular closure device (vcd), it got stuck and would not retract. Hemostasis was achieved using another mynx vcd. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was prep according to the IFU. The mynx vcd used in a diagnostic procedure. A retrograde approach was taken. The deployer is certified in mynx. A 7f non cordis sheath introducer was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Vessel tortuosity was moderate. The stick location was the common femoral artery. There was a little presence of pvd/calcium in the vicinity of the puncture site. There was a little resistance/friction experienced as the mynx vcd when it was advanced through the sheath. The sheath was not kinked/bent. The sealant was not stuck to the device components. The device storage temperature did not exceed 25 degrees celsius. Excess force was not applied during insertion. The stopcock of the introducer sheath was opened prior to shuttling down. The event did not cause a clinically relevant increase in the duration of the procedure. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g4, g7, h1, h2, h3 and h6. As reported, the doctor said that when shuttling down the 6f-7f mynxgrip vascular closure device (vcd), it got stuck and would not retract. Hemostasis was achieved using another mynx vcd. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was prep according to the IFU. The mynx vcd used in a diagnostic procedure. A retrograde approach was taken. The deployer was certified in mynx. A 7f non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was moderate. The stick location was the common femoral artery. There was a little presence of pvd/calcium in the vicinity of the puncture site. There was a little resistance/friction experienced as the mynx vcd when it was advanced through the sheath. The sheath was not kinked/bent. The sealant was not stuck to the device components. The device storage temperature did not exceed 25 degrees celsius. Excess force was not applied during insertion. The stopcock of the introducer sheath was opened prior to shuttling down. The event did not cause a clinically relevant increase in the duration of the procedure. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant was located 74mm from the balloon, exposed to blood. The advancer tube remained inside the shuttle cartridge in its manufactured position. The procedural sheath was not returned. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2006303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device due to the condition in which the unit was received. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending, and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Doctor said that when shuttling down the 6f-7f mynxgrip vascular closure device (vcd), it got stuck, and would not retract. There was no reported patient injury. The device was stored per labelling, and opened in sterile field. The device will be returned for analysis.